Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated by a programmer. Troubleshooting steps were taken in which this ICD was ultimately found to be in safety mode. This ICD was explanted and replaced with a different device, which remains in service. No additional adverse patient effects were reported. This ICD is expected to be returned and will be analyzed upon return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that neither brady or tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated by a programmer. Troubleshooting steps were taken in which this ICD was ultimately found to be in safety mode. This ICD was explanted and replaced with a different device, which remains in service. No additional adverse patient effects were reported. This ICD is expected to be returned and will be analyzed upon return.

Manufacturer narrative:
This ICD is expected to be returned and will be analyzed upon return. A supplemental will be filed upon completion of analysis.